Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the check valve disk was stuck to the expiratory check valve. The inspiratory and expiratory check valves were replaced. No report of patient involvement.

Event description:
The hospital reported the unit failed the preoperative checkout. There was no report of patient involvement.